Event description:
On (B)(6) 2013, it was reported to defibtech by the customer that the ddu-100 AED does not speak. The customer also reported that the indicator led's on front of the unit flash and the shock button flashes correctly in accordance with the user manual. There was no pt involvement.

Manufacturer narrative:
Conclusions: as of (B)(4) 2013, the AED has not been returned to defibtech for eval. The investigation remains open and no conclusions can be made at this time. Based on the outcome of the investigation, should additional information become available, a follow-up report will be submitted.